Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the charger. In turn, the patient lost therapy and ipg was deemed inoperable. Surgical intervention may take place to address the issue.